Event description:
The hospital reported that during a set up for an endoscopic vein harvesting procedure, before the or staffs completed opening the vh-3000 hemopro package, they noticed that the coating of the jaw cracked. Pt was not in the room at that time. A new device was opened for the procedure and the procedure was completed. No pt complication was reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).